Event description:
It was reported that during a shoulder procedure, the unit's wand broke off inside the subacromial space. Further, the account believes that it was the ceramic part of the unit that broke.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.